Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular defibrillation coil was below the expected lower range. It also indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low rv impedance. It was noted that the lead would not require intervention to correct the issue. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.